Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analysis revealed no anomalies. However, it was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.

Event description:
It was reported that during implant attempt, there was muscle stimulation, varying impedance measurements and noise on the lead. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.